Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the mcl241-1 forceps mcl241-1 lft abitbol had a broken jaw. Additional information has been requested.

Manufacturer narrative:
Device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. The forceps mcl241-1 was returned for evaluation: failure analysis:the evaluation verified the complaint as valid. The fixed jaw was broken at the distal part. However, no material defect was found. Root cause: considering that no manufacturing defect was found, this defect is probably due to a bad handling of the device during the storage or the cleaning operations.

Event description:
N/a.